Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis and may have assisted the investigation. Without the device analysis, a cause for the loss of arterial access could not be determined. Loss of arterial access can be affected by numerous factors including, but not limited to, manufacturing, user technique and patient anatomical conditions. During manufacturing all devices are visually inspected. In addition, a sampling of finished devices is destructively tested, including device placement to verify the functionality of the device. Deployment in a challenging anatomy, an incomplete stroke of the plunger, applying excessive tension against the locator wings, or an inadequate nick and spread incision may result in loss of arterial access. A review of the device lot history record and a query of the complaint-handling database could not be performed because the lot number was not provided. Based on the review of the event information and testing/inspection criteria for this device, a product quality deficiency was not detected.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using the starclose se device after a diagnostic procedure. Reportedly, during advancement of the thumb advancer, the device popped out of the artery. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se. No additional information was provided.